Event description:
It has been reported that device voice prompts do not function properly.

Manufacturer narrative:
(B)(4). Device eval pending. Initial report is being submitted due to potential reportability under 21 cfr 803.3.